Event description:
It was reported that there was an issue with the arctic sun device while in use and not cooling patient as it should. They checked heating and cooling which was fine, took data off and have now reviewed. Likely issue with the mixing pump and would need to be seen by technician.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue with the arctic sun device while in use and not cooling patient as it should. They checked heating and cooling which was fine, took data off and have now reviewed. Likely issue with the mixing pump and would need to be seen by technician. Per follow up information received via mail on 18mar2025, the device is being collected on 19mar2025 and would be taken back to crawley for repair.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. They checked heating and cooling which was fine, took data off and have now reviewed. Likely issue with the mixing pump and would need to be seen by technician. Per follow up, the device is being collected on 19mar2025 and would be taken back to crawley for repair. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. The complete initial reporter phone # is (B)(6). The complete initial reporter fax # is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.